Event description:
The vcr and monitor fell off its platform while the technician was pushing it backwards up a 20% ramp. The technician was struck in the head and shoulder by the monitor and top-mounted vcr. The technician was sent to the emergency room, treated and released and returned to work the next day. One week prior to this incident, the monitor failed, was removed and replaced by the hospital's service provider. This was the first time system was taken mobile since the monitor replacement. Requested return of monitor and its support latches/brackets for evaluation.